Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or c atheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manuf acturing issue. (B)(4).

Event description:
Medtronic received information that during the deployment of this transcatheter bioprosthetic valve, an electrocardiogram indicated a left bundle branch block. The patient then became hypotensive. Temporary pacing was required, as well as cardiopulmonary resuscitation (CPR) and medication. After the valve was deployed, complete heart block (chb) was noted. Subsequently, a permanent pacemaker was implanted during the procedure. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.